Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the display screen lens was found to have multiple scratches on the lens making the display difficult to read. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was scratched. This report is made based on the results of evaluation.